Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not complete boot up cycle during initial powering on and that it would lock up. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would not complete boot up cycle during initial powering on and would lock up. The device will be further evaluated at the product assessment center (pac). The customer has been provided with a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not complete boot up cycle during initial powering on and that it would lock up. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Investigation of the reported issue of the the device not booting/locking up was isolated to user interruption of the 1.13 version software update. Further investigation of the device found the device was missing the magnet in the lid. The likely cause of the missing magnet was determined to be due to an out of specification lid. An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.